Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ syringes with luer-lok¿ tip had the luer of the syringe break off. The following information was provided by the initial reporter: "...another from the same batch the luer snapped off...".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ syringes with luer-lok¿ tip had the luer of the syringe break off. The following information was provided by the initial reporter: "...another from the same batch the luer snapped off...".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 08-mar-2022. H.6. Investigation: several physical samples were provided to our quality team for investigation. Samples received were unused and in their original packaging. All product was visually inspected, no damage or molding defects were observed in any of the product, all stoppers were properly assembled onto the plunger rod, the tips were properly molded, and no defects were noted in any of the luers or syringe tips. A device history review was performed for the reported lot 2010074, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issues. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure, including leakage testing, force testing and silicone content tests, and tip and thread verification. The returned samples underwent these sample evaluations and no issues were identified, no leakages were observed, the plungers moved without issue, all dimensions were within specified limits , and all product was verified to meet required specifications. Inspections records were reviewed for lot 2010074 and all testing was completed according to procedure, no issues related to the reported incidents were identified. Based on our quality teams investigation, we cannot identify definitive root causes at this time.

Event description:
It was reported bd plastipak¿ syringes with luer-lok¿ tip had the luer of the syringe break off. The following information was provided by the initial reporter: "...another from the same batch the luer snapped off..."